Manufacturer narrative:
Visual inspection confirmed the cage fractured. Device and complaint history records were reviewed for the provided lot number and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: the disc space height can be sized using a series of paddle distractors, reamer distractors or trials. The paddle distractor, reamer distractor, or trial size is serially increased until the appropriate fit within the disc space is achieved. The paddle distractor, reamer distractor, or trial should fit snugly within the disc space with distraction released, but care must be taken to not oversize the implant. Under-sizing may contribute to loss of lordosis and inadequate stability for fusion, while over-sizing may result in difficulty inserting the implant and disruption of the vertebral boney endplate with subsequent graft subsidence. Continue to impact gently and progressively into the disc space until the implant reaches desired positioning. Note: if difficulty is encountered, it most likely represents a mechanical block to the passage of the implant. Check for adequacy of the discectomy and be sure distraction is maintained. Then, reposition the implant as needed. The distraction may be released slightly to facilitate final positioning. Root cause of reported event was determined to be multifactorial: tight disc space and incorrect implant size used.

Event description:
It was reported that a navigator uplif spacer broke upon insertion, ¿due to tight disc space.¿ the surgery was successfully completed using a cage which was 2 mm shorter after a 3-minute surgical delay. There was no adverse consequence to the patient.

Event description:
It was reported that a navigator uplif spacer broke upon insertion, ¿due to tight disc space.¿ the surgery was successfully completed using a cage which was 2 mm shorter after a 3-minute surgical delay. There was no adverse consequence to the patient.